Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported lasik flap creation was aborted at forty percent complete. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The investigation is completed. During an onsite visit the fse (field service engineer) could not duplicate reported issue, but fse was able to confirm error in log file. Fse replaced application interface as a preventive measure and successfully completed system verification to specification. Without sample the root cause could not be determined conclusively. Most possible root cause is a faulty application interface. (B)(4).